Event description:
A caller reported that the insulin gauge on their device displayed an amount different from what was expected, with a fill estimate issue occurring. The fill estimate displayed on the device was 70, which matched the caller's expected amount, and the discrepancy was within an acceptable range of +/- 30 units, indicating no need for concern. Tandem technical support educated the caller on the accuracy of the fill estimates, and the caller understood and acknowledged this explanation. There was no adverse impact to the customer's blood glucose level.